Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised for dislocation tendency. When the surgeon removed the surface, the stabilizer was found fractured.